Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation nos/fallopian tube perforation"), device dislocation ("malposition of essure device location of device: right coil perpendicular to left"), device breakage ("device breakage"), genital injury ("fallopian tube ruptured"), device expulsion ("essure found in fundus of uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, device expulsion, pelvic pain and abdominal pain lower outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, fallopian tube perforation, genital haemorrhage, genital injury and pelvic pain to be related to essure. The reporter commented: there were 2 coils visible on the right and 2 coils visible on the left at the end of the essure procedure. Diagnostic results: (B)(6) 2014: hsg: right side failure with unable to determine non-patency of fallopian tube; possibility of perforation. Assess: failed essure on (B)(6) 2014, hysterosalpingogram-failure to occlude (close) fallopian tubes; breakage of essure device; perforation (other) please describe: fallopian tube ruptured; malposition of essure device concerning the injuries reported in this case, the following one were reported via medical records fallopian tube perforation confirming event perforation of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events pelvic pain, genital hemorrhage, device breakage were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation nos/fallopian tube perforation"), device dislocation ("malposition of essure device location of device: right coil perpendicular to left"), device breakage ("device breakage"), genital injury ("fallopian tube ruptured"), device expulsion ("essure found in fundus of uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pain"). In 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014), surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014), surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014) and surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014). Essure was removed on (B)(6) -2014. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, device expulsion, pelvic pain and abdominal pain lower outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, fallopian tube perforation, genital haemorrhage, genital injury and pelvic pain to be related to essure. The reporter commented: there were 2 coils visible on the right and 2 coils visible on the left at the end of the essure procedure. On (B)(6) 2014, could only remove one side. Diagnostic results: (B)(6) 2014: hsg: right side failure with unable to determine non-patency of fallopian tube; possibility of perforation. Assess: failed essure on (B)(6) 2014, hysterosalpingogram-failure to occlude (close) fallopian tubes; breakage of essure device; perforation (other) please describe: fallopian tube ruptured; malposition of essure device. Concerning the injuries reported in this case, the following one were reported via medical records fallopian tube perforation confirming event perforation of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. On 5-sep-2018: pfs received. No new information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation nos/fallopian tube perforation/ essure found in fundus of uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingectomy and essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and fallopian tube perforation to be related to essure. The reporter commented: there were 2 coils visible on the right and 2 coils visible on the left at the end of the essure procedure. Diagnostic results: (B)(6) 2014: hsg: right side failure with unable to determine non-patency of fallopian tube; possibility of perforation. Assess: failed essure concerning the injuries reported in this case, the following one were reported via medical records fallopian tube perforation confirming event perforation of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication. Previously reported event perforation is updated to fallopian tube perforation/essure found in fundus of uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2014,she underwent pelvic surgery). At the time of the report, the perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.